Event description:
A patient reports while having their controller in their pocket on a hike it had become hot and the screen had cracked. In addition the patient reports seeing smoke coming out of the controller. The patient reports they had gone to the fire station with their controller where they were advised that the battery had become swollen. The patients controller was disposed at the fire station.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Unable to determine relationship to res# (B)(4) due to no device identifier provided.